Event description:
Caller reported occurrence of alarm 2 followed by alarm 26. There was no reported adverse impact on the customer's blood glucose level as the caller declined to provide information about bg exceeding 500 mg/dl. Customer did not change supplies but requested the bolus again, and the pump delivered the bolus, allowing resumption of insulin. Customer was advised by cts to contact support if experiencing recurring occlusion issues and acknowledged this advice.